Event description:
Information received indicates the CPR function is not working. The issue was discovered when preparing the bed for installation.

Manufacturer narrative:
The CPR cable was found to be out of adjustment. The cable was adjusted to repair the bed.